Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the procedure was tka on (B)(6) 2019? Is this the patient tka (B)(6); reop (B)(6) bmi 32.9? Do you have photos for this patient event for review? The patient demographic info: age, gender, weight at the time of index procedure? What tissue layer was each suture type used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? What was the appearance of the suture during the second procedure? Did the tissue pull away from the stratafix intact suture? Was the stratafix suture intact or broken? If broken, where (proximal, distal, end, middle)? Can you identify the lot number reported in this event? Are there sterile samples from the reported finished goods lot available for testing? Were cultures performed? If so what were the culture results? Did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? (For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc)? Did the patient fall or injury themselves in a way that may have affected the surgical area? Was the patient compliant with post-op instructions? Were antibiotics prescribed? Also the doctor¿s experience, product placement, technique, type of material, type of procedure? What is the surgeon opinion of the contributing factors for the patient symptoms? What is the patient¿s current health status and condition? Additional device captured in mw 2210968-2020-00734.

Event description:
It was reported that the patient underwent a right tka procedure on (B)(6) 2019 and barbed suture was used. The suture was used on the subdermal or dermal layer. Approximately 5-7 weeks post op the patient experienced dehiscence, suture to breakdown and cause incision to open resulting in an infection. The patient underwent an incision and drainage procedure on (B)(6) 2020. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2020. Additional information was requested and the following was obtained: please confirm the procedure was tka on (B)(6)2019? Yes. Is this the patient tka (B)(6); reop 1/3 bmi 32.9? I&d was performed (B)(6)20 and bmi is correct. Do you have photos for this patient event for review? The patient demographic info: age, gender, weight at the time of index procedure? What tissue layer was each suture type used on? Dermal, subdermal and capsule. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What date did the patient present with dehiscence (# post op days)?4-6 weeks. How was the dehiscence managed? I&d. What was the appearance of the suture during the second procedure? Not sure. Did the tissue pull away from the stratafix intact suture? Not sure. Was the stratafix suture intact or broken? If broken, where (proximal, distal, end, middle)? Broken down as explained from surgeon when he had conference call with medical affairs. Can you identify the lot number reported in this event? No. Are there sterile samples from the reported finished goods lot available for testing? No. Were cultures performed? If so what were the culture results? -negative did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? (For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc)? No. Did the patient fall or injury themselves in a way that may have affected the surgical area? No. Was the patient compliant with post-op instructions? Yes were antibiotics prescribed? Not sure. Also the doctor¿s experience, product placement, technique, type of material, type of procedure? 17 years in practice, normal placement, tka. What is the surgeon opinion of the contributing factors for the patient symptoms? Suture breakdown. What is the patient¿s current health status and condition? -satisfactory.